Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection no issues were noted with the device. Upon functional testing it was noted that the hub would slide without function of the button. The sliding hub would function the flipcutter. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported on 06/09/2022 by a facility representative via sems that an ar-1204as-80 flipcutter blade became loose, would not stay in place. This was discovered during a case with no patient harm. Per facility: "after making a bone hole with the 8mm flip cutter, the cutter part became loose when pulling up, and the blade began to flip just by holding the body. The bone material was very hard and had been rotated for a long time."